Manufacturer narrative:
The complaint cannot be confirmed without the return of the device for evaluation. Per event description:" an ar-9530s-06 trial humeral insert 36 +6 broke in half." It is concluded that the instrument was broken into two pieces. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause for the reported failure is user error for applying excessive force during use. Per dfu-0023-eor3_fmt_en. I. Cautions. 6. Flexion of the joint with the instrument in position in the joint may result in bending or breakage of the instrument. 7. Do not overstress the device or use device to pry tissue.

Event description:
On 05/24/2023, it was reported by a sales representative via sems that an ar-9530s-06 trial humeral insert 36 +6 broke in half. This occurred during a reverse total shoulder arthroplasty on (B)(6) 2023. There was no additional information provided. Additional information has been requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.